Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump not turning of properly. Customer's blood glucose value was unknown at the time of the incident. The customer was able to troubleshooting. Customer states they did receive a low battery alert prior to the off no power alert. Customer states they did brand new battery turned on and off. Customer states low battery alert was less than 24 hours from the low battery alert to the off no power alert. The customer states the battery was previously used. Customer states new battery did not resolve the issue. The customer states that there was no physical damage to insulin pump or battery cap and the cap contacts were not dirty. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.